Manufacturer narrative:
A1 patient identifier: (B)(6).

Event description:
Respond edge study. It was reported that 3rd degree atrioventricular (av) block and stroke occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given to the subject. A lotus introducer was placed, and subsequent deployment of a 23 mm lotus edge valve. There was correct positioning of a single prosthetic heart valve into proper anatomical location. Post procedure/ discharge transthoracic echocardiogram performed revealed mean aortic pressure gradient of 17mmhg and trace/trivial aortic regurgitation was noted. Post procedure summary: four (4) days post index procedure, subject developed 3rd degree av block. Hospitalization was prolonged and the event was treated medically. Two (2) days later, the event was considered recovered/resolved. It was further reported that in (B)(6) 2019, the subject was noted to have mild central facial paresis on the left. The subject fell down causing an ulna and radius fracture on the left arm requiring a cast. Computed tomography angiography (cta) revealed proximal m2 stop on the right causing a zone of posterior ischemia in the midial flow area on the right within which a penumbra contains a smaller infarction zone. Irregular mural plaque was noted in the right distal common carotid artery. The subject was suspected to have ischemic stroke. Hospitalization was "prolonged" for the event. Per source, the event occured due to cardiac embolism. The etiology of the stroke was "ischemias", with diagnosis based upon clinical symptoms and neuroimaging. Intra-arterial thromberectomy was performed to remove the emboli which showed good result. The subject was treated with clopidogrel and edoxaban. In (B)(6) 2020, the event was considered recovered/ resolved with sequelae and on the same day the subject was discharged. It was further reported that he subject was not on a prior regimen of aspirin or antiplatelet medication other than aspirin at the time of index procedure. The subject did not receive loading doses of antiplatelet medication prior to the index procedure. Heart rhythm recorded during index procedure was (known) atrial fibrillation. Balloon aortic valvuloplasty (bav) was not performed during index procedure. All anti-arrhythmic medications were discontinued and isoprenaline IV was started. Per source, in combination with ample filling, there was hemodynamic recovery and improvement of renal function. Isoprenaline IV was phased out and beta blockers were reintroduced, whereby av conduction remained intact. In (B)(6) 2019, one (1) day post index procedure, the subject was diagnosed with pneumonia. Per source, this was suspected to be hospital-acquired pneumonia. The subject experienced chest tightness and shortness of breath, flu like symptoms and muscle aches. The event led to prolongation of hospitalization. Antibiotic treatment and high-dose course of prednisone were initiated. The subject was also diagnosed with suspected acute on chronic renal insufficiency most likely due to use of nephrotoxic medication (arb, diuretics), contrast exposure and decline in hemodynamics. Lab test was performed for the event. Two (2) days post index procedure, abdominal echo revealed no hydronephrosis, no indication of post renal obstruction and diffuse loss of cortex. An 8 mm heterogeneous hyperechoic lesion was seen in the left renal cortex.. Six (6) days post index procedure, x-ray revealed right perihilar and right basal consolidation, most likely of infectious origin probably with some fluid overload component. Eight (8) days post index procedure, due to concern for decompensated heart failure diuretics were temporarily increased with good result. The subject however continued to have poor pulmonary condition for which pulmonologist consultation was obtained. Due to suspicion of possible chronic obstructive pulmonary disease (copd), a high-dose course of prednisone was subsequently started as well as spiolto with good result. Due to extremely high inr, it was decided to discontinue prednisone until further notice and switch to noac with sufficient decrease. The previously reported ischemic stroke impacted the right hemisphere with left hemiplegia.

Event description:
Respond edge study: it was reported that 3rd degree atrioventricular (av) block and stroke occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given to the subject. A lotus introducer was placed, and subsequent deployment of a 23 mm lotus edge valve. There was correct positioning of a single prosthetic heart valve into proper anatomical location. Post procedure/ discharge transthoracic echocardiogram performed revealed mean aortic pressure gradient of 17mmhg and trace/trivial aortic regurgitation was noted. Post procedure summary: four (4) days post index procedure, subject developed 3rd degree av block. Hospitalization was prolonged and the event was treated medically. Two (2) days later, the event was considered recovered/resolved. It was further reported that in december 2019, the subject was noted to have mild central facial paresis on the left. The subject fell down causing an ulna and radius fracture on the left arm requiring a cast. Computed tomography angiography (cta) revealed proximal m2 stop on the right causing a zone of posterior ischemia in the midial flow area on the right within which a penumbra contains a smaller infarction zone. Irregular mural plaque was noted in the right distal common carotid artery. The subject was suspected to have ischemic stroke. Hospitalization was prologed for the event. Per source, the event occured due to cardiac embolism. The etiology of the stroke was ischemis, with diagnosis based upon clinical symptoms and neuroimaging. Intra-arterial thromberectomy was performed to remove the emboli which showed good result. The subject was treated with clopidogrel and edoxaban. In january 2020, the event was considered recovered/ resolved with sequelae and on the same day the subject was discharged.

Manufacturer narrative:
A1 patient identifier: (B)(6). Model number corrected from 10418 to 10394.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that 3rd degree atrioventricular (av) block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given to the subject. A lotus introducer was placed, and subsequent deployment of a 23 mm lotus edge valve. There was correct positioning of a single prosthetic heart valve into proper anatomical location. Post procedure/ discharge transthoracic echocardiogram performed revealed mean aortic pressure gradient of 17mmhg and trace/trivial aortic regurgitation was noted. Post procedure summary: four (4) days post index procedure, subject developed 3rd degree av block. Hospitalization was prolonged and the event was treated medically. Two (2) days later, the event was considered recovered/resolved.